Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in air water cylinder and tube and clogging of the jet tube. The most probable cause of "clogging of jet tube in control unit, water cannot be supplied" cause was not established. The most probable cause of "air water cylinder (tube) has foreign objects; air water tube has foreign objects; jet tube has foreign objects" is a known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in air water cylinder and tube and due to clogging of the jet tube water could not be supplied. There was no patient involvement.